Event description:
It was reported that this burr hole cover kit was used during a surgical procedure. The sterile packaging was opened and the contents of the kit were poured from the packaging onto the sterile field. After the contents were poured out, the surgical technician noted a hair on the outside of the inner packaging of this product. The decision was made to proceed with the use of this product since the hair did not contact the implanted products. The packaging was disposed of and was not returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4). Block d2b additional pro codes: nhl, pjs. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.